Manufacturer narrative:
Other, other text: additional information was received indicating that there was no patient involvement.

Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. The reported primary audible alarm post was evidenced in the event history log (ehl). The error message was not reproduced during testing. The customer reported product problem was verified on the basis of the ehl. The problem source of the reported product problem was unknown. A root cause was not established. The speaker was replaced as a preventative measure.

Event description:
It was reported that the medfusion pump exhibited a system failure primary audible alarm. No patient injury or complications were reported in relation to this event.